Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0dma1, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported a gradual loss of therapy and no stimulation since having the hip surgery on (B)(6) 2015. The patient was getting up to use the bathroom "all the time." During the call, it was determined that the device was off. The device was turned on and the patient could feel stimulation. However, after putting the programmer down, the patient no longer felt stimulation. The stimulation was confirmed to still be on. Additional information received on (B)(6) 2015 from the consumer reported that the patient was having the same issues. However, it was determined that the stimulation had been off; turning the therapy back on resolved the issue. Three days later, the consumer reported their symptoms had resolved. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.